Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: during investigation, all the keypad button symbols were observed to be fading. The up and contrast buttons were unresponsive to user presses. When the keypad was removed there was contamination present under all the button contacts. Unrelated to the original complaint, it was observed that when the pump was powered on, the display was dim and discolored. It was also observed that there was a crack in the battery compartment.